Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.